Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was found on the catheter tubing near the y-fitting approximately 54.6 cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the pump alarmed "sensor failure." The pump continued to work normally but would not supply a reading. The medical staff switched to transduction of the fluid lumen to continue therapy. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the pump alarmed "sensor failure." The pump continued to work normally but would not supply a reading. The medical staff switched to transduction of the fluid lumen to continue therapy. There was no reported patient injury.